Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, when opening the box, the actuator knob was observed to be completely detached from the clip delivery system (tcds). Therefore, the physician decided to replace the tcds. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported actuator knob detachment was confirmed via returned device analysis. The actuator knob detachment appears to be related to a potential product issue; therefore, exception (issue) 132456 was initiated on 24-jul-2024 to evaluate whether a product quality issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the actuator knob detachment appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.